Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during explant, the procedure time was extended as a magnet needed to be utilized to locate the device. The patient then developed an infection at the device explant site. No further patient complications have been reported as a result of this event.